Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported to the emergency room due to feeling the unipolar pacing. It was observed during programmer interrogation, the ICD reverted to safety mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement as soon as possible, due to limited therapy available in safety mode. Surgical intervention was undertaken the next day. The ICD was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported to the emergency room due to feeling the unipolar pacing. It was observed during programmer interrogation, the ICD reverted to safety mode unexpectedly. Technical services (ts) discussed device functionality and recommended device replacement as soon as possible, due to limited therapy available in safety mode. Surgical intervention was undertaken the next day. The ICD was explanted and replaced with a new device of a different model. No additional adverse patient effects were reported. The device has been received for analysis. This report will be updated with pertinent information, upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.